Event description:
Circulating nurse plugged harmonic focus in and it wouldn't fire or test, and the nurse couldn't get it to do anything. An error code was received. Another device obtained and functioned without incident.